Event description:
It was reported that during an lar procedure, the clip could not be fed to the jaw properly at the second time clipping. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 08/04/2008. Eval summary: the analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality and it fired five clips conforming and one double feed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.